Event description:
The company was notified that the patient experienced sound quality issues. Programming adjustments were made, however the problems were not resolved. Surgery to explant the patient's device will be scheduled.